Manufacturer narrative:
The calibration was last performed on (B)(6) 2025. A general reagent or analyzer problem can be excluded because the qc prior to the event was within ranges. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The cobas e411 rack serial number was (B)(6). The qc was acceptable. 'The field service engineer checked the instrument and did not find the event's cause. He was unable to replicate the event. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys hcg stat assay on a cobas e411 immunoassay analyzer (rack system). Initial result: <1 miu/ml. The clinical staff questioned the initial result as it did not match the patient's clinical picture. The sample was then repeated. Repeat result: >90 miu/ml. The customer was unable to provide the exact results. The repeat result was deemed to be correct.